Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was being performed by tandem technical support, however, the customer declined to complete the check. Customer cleared the alarm and resumed insulin delivery. Customers blood glucose was 148 mg/dl.